Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the customer received the following results, with two different systems, within 10 minutes: 60 mg/dl and 236 mg/dl (aviva combo, system 1), and 89 mg/dl (nano, system 2). No adverse event reported. The same strip vial was used for both meters and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.